Event description:
The account reported that the patient underwent a colonoscopy to remove a large polyp. The settings were coagulation forced at 25 watts for preconditioning and then cut (endcut), effect 3 at 200 watts. The procedure appeared to be successful, but patient returned the next morning and a bowel perforation was found. Surgery was required to repair the bowel and the patient recovered.